Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were not working. The customer's blood glucose was 179 mg/dl. During the troubleshoot the customer received an unexpected restart alarm. The customer stated that the alarm did not occur immediately after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error alarm anomalies noted.